Manufacturer narrative:
Received 150 new list #cs-40, single dose vial access spikes; lot #13490309. One of the returned samples was found to have a small brown particle in the package. However, the size of the particles met visual package inspection criteria expectations. The probable cause of the small particle (that met acceptance criteria) is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
New devices were returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event occurred on an unspecified date and involved a single dose vial access spike. The reporter stated that upon opening up the device, brown particles were observed and 'you could see right through them' when unopened. There was no patient involvement and no patient harm.